Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus no image was displayed, reoccurred with the evis exera iii xenon light source. There was no report of patient harm associated with this event. Related patient identifier: (B)(4).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Olympus troubleshot the event with the customer. It was verified that power was supplied to all devices, indicating lights were on and cabling were seated correctly. Also, if possible, remove finger tight and reseat. The issue was not remediated. The customer will try reseating/replacing cabling with a known working tower to further troubleshoot. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.